Event description:
It was reported that the pulse generator exhibited noise on the ventricle channel causing pacing inhibition. The device was explanted and replaced.

Manufacturer narrative:
Finally analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.